Manufacturer narrative:
Failure analysis confirmed that the insulin pump was functioning and no noise or constant tone noted. However found moisture damage on the electronic boards. The insulin pump had cracked case above corners of display window and reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 103 mg/dl. The customer stated the insulin pump was exposed to water. After the water exposure the insulin pump began to count down and a constant tone started. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.